Manufacturer narrative:
Investigation conclusion the reported complaint states air has entered the tubing. The reported product lot number was unknown; therefore, the product device history record (DHR) was unable to be reviewed. Failure mode trending was reviewed, and no related adverse trends were identified. The reported product was returned for evaluation. Visual inspection and functional evaluation performed determined the product met specification. The reported product failure was not confirmed as no fault was found during the product evaluation. Additional action will not be taken at this time as the reported product failure was not confirmed. This complaint will be used for monitoring and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: air had entered into the tubing.